Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the pacer rate value would only increase when the control knob was adjusted and could not be decreased. The complainant indicated that there was no pt involvement in the reported malfunction.